Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2011; 5076-52 lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on presenting electrogram on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.